Event description:
It was reported that this inflatable penile prosthesis (ipp) the cylinders were not performing as expected due to due to fluid loss. The ipp was explanted and replaced with a new ipp. There were no patient complications reported.